Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: the manufacturing location was selected as unknown due to system limitations. The manufacturing location for this product is bd-santo domingo. H10: g3 h11: h6(result and conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device not returned.

Event description:
It was reported that prior to a biopsy procedure, incorrect product found inside a box labeled with the correct product. There was no patient contact.

Manufacturer narrative:
The manufacturing location was selected as unknown due to system limitations. The manufacturing location for this product is bd- (B)(4). As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that prior to a biopsy procedure, incorrect product found inside a box labeled with the correct product. There was no patient contact.